Manufacturer narrative:
This report is related to previously reported complaint of externalized conductor in MFR number 2017865-000-2013. Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of externalized conductor in MFR number 2017865-000-2013. It was reported that the patient presented to clinic for normal device change out on (B)(6) 2019. Upon review, the right ventricular lead externalized conductor was discovered. The lead was re-used. The patient was stable before, during, and after the procedure.